Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) provided assistance and recommended to have an x ray image to confirm lead integrity as a fracture is suspected. This product remains in service. No adverse patient effects were reported.